Event description:
In 2008, the sales representative reported that during a kit inspection it was noticed that the pathfinder screw extender sleeve was cracked. Additional information was received after the complaint investigation the following month. It was identified that the pathfinder screw extender sleeve was broken at the tip and not cracked as previously reported. This malfunction has been previously reported in the past.

Manufacturer narrative:
Product is an instrument and is not implantable. The review of the device history record found no related discrepancies. Visual evaluation found that the product had a broken tip. An engineering investigation has determined that the most likely cause of broken extender sleeves is due to failure to use the provided counter torque tube as indicated in surgical technique available since 2006. The event is attributed to use error.